Event description:
It was reported that during scope arthroscopy, unit fell apart the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
An evaluation was performed by the supplier. The returned scope was evaluated and it was determined that it was subjected to unauthorized third party repair. We do not support third party repair of our product. All repairs should be handled by the supplier only.